Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not stop after delivery. Per reporter, the bolus was delivered, and pumps would not stop pumping when stop button was pushed. The event happened during infusion, but no patient harm/adverse event reported.